Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly multiple times. The customer's blood glucose (bg) level was 101 mg/dl, however on the first occurrence of the reset the customer declined to provide a bg level. During troubleshooting with tandem technical support, the customer was able to reload the same cartridge onto the pump and resume insulin delivery. It was reported that the pump would continue to be used for insulin therapy.

Manufacturer narrative:
(B)(4).